Event description:
During a routine device exchange, the right atrial (ra) lead was not able to be removed from the header of the device. The ra lead was eventually removed from the header of the device and the device was successfully exchanged. The patient was stable.